Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation, therefore, the investigation is inconclusive for the alleged material rupture issue. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model u3575510, pta balloon dilatation catheer allegedly experienced material rupture. This information was received from a single source. This malfunction involved a male patient with no consequences. The patient's age and weight have not been provided.